Event description:
The customer was hospitalized with low blood sugars. Customer said they had programmed a fixed prime and felt a stinging at the site and when they checked their pump it had delivered 50 units. Technician contacted the hospital and stayed on the line with the customer under they arrived at the emergency room. Customer said after the pump finished delivering it alarmed a-33.